Event description:
It was reported that a decrease in sensing had been observed on the right ventricular lead. The device was reprogrammed. The lead was explanted and replaces. The patient would be monitored.

Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.